Event description:
An infusion was started, and after approx five minutes the pt noticed leaking fluid. Infusion was stopped and port was flushed with saline to determine cause. Fluid appeared to be leaking from the female end of huber infusion set. The port was accessed with a new huber set with no further incidence. The pt suffered no ill effects from the product malfunction.

Manufacturer narrative:
The device was returned to the MFR and was forwarded to component supplier for evaluation. The investigation is currently in process; a follow-up MDR will be sent within thirty days of completion of the investigation with additional info.